Manufacturer narrative:
The reported meter and test strips have been returned and were investigated. The returned meter and test strips were not compatible. Therefore control solution testing was performed with the returned meter and retain test strips. Control solution testing was also performed with the returned test strips and a compatible retain meter. Investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted. (B)(6).

Event description:
The owner of an ambulance company reported their adc blood glucose meter produced a reading that was higher than a subsequent reading obtained at a hospital. Caller further reported that on (B)(6) 2016 they were called to attend a patient. Upon arrival they performed a test using their adc meter, received a ¿high¿ reading, initiated an intravenous infusion of normal saline and transported the individual to a hospital. At the hospital a nurse performed a test using their competitor brand meter and received a reading of ¿1.x¿. The normal saline infusion was discontinued and an infusion of glucose was started. A comparison was done simultaneously, using the hospital meter and the adc meter with the following results: adc meter ¿13.x¿ vs hospital meter ¿7.x¿. Caller noted the patient had self-treated with ¿glucose water¿ prior to their arrival. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report.

Event description:
The owner of an ambulance company reported their adc blood glucose meter produced a reading that was higher than a subsequent reading obtained at a hospital. Caller further reported that on (B)(6) 2016 they were called to attend a patient. Upon arrival they performed a test using their adc meter, received a ¿high¿ reading, initiated an intravenous infusion of normal saline and transported the individual to a hospital. At the hospital a nurse performed a test using their competitor brand meter and received a reading of ¿1.x¿. The normal saline infusion was discontinued and an infusion of glucose was started. A comparison was done simultaneously, using the hospital meter and the adc meter with the following results: adc meter ¿13.x¿ vs hospital meter ¿7.x¿. Caller noted the patient had self-treated with ¿glucose water¿ prior to their arrival. There was no report of death or permanent injury associated with this event.